Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. (The device returned was noted as 03.019.025.01 which is a subcomponent of the main device 03.019.025 and is not a stand alone device. The subcomponent was reported as part of ra-001385479) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an hardware removal procedure. During the procedure, while the surgeon was putting the last multiloc screw into the patient, the knob on the back of the two (2) screwdrivers for titanium multiloc screws snapped/ popped off the back. The procedure was successfully completed. The patient status is unknown. Concomitant device reported: unknown multiloc screw (part # unknown, lot # unknown, quantity # 1). This report is for one (1) scrwdrvr f/ 4.5mm ti multiloc screws/ slf-retain/ 330mm. This is report 2 of 2 for (B)(4).